Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation shows that the 1.6 hole is damaged. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that the damage of a drill or a too large kirschner wire has caused the damaged of the hole. We are safe, that this damaged is not happened in the production, as this hole was checked twice to 100%. The manufacturing records were reviewed and no complaint related issues were found, the implant conforms to our specifications. No product fault could be detected.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding an aiming device. It was reported that the proximal hole is too tight, making it impossible to use the 1.6mm pin.